Event description:
It was reported that the patient had "intermittent" stimulation. It was stated that the patient did not feel the stimulation and her symptoms returned "a little bit." It was noted that this started "a week ago." The patient reportedly increased her stimulation to 6.2 volts on program 1, and did not feel the stimulation. It was stated that the patient felt the stimulation "intermittently" on program 2 at 1.6 volts. It was indicated that there were no falls, trauma, or medical procedures. It was noted that the patient had an appointment with her physician in 2 weeks. Additional information was requested and if received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v941222, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy, but was working with their doctor or the manufacturer representative. It was stated that the patient had an appointment on (B)(6) 2012 and had future appointments planned. No further information was reported.